Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Subsequently, the patient experienced hindfoot soft tissue and bony pathology. The surgeon performed a tenolysis of tibialis posterior tendon; a reduction of the os trigonum; and debridement/arthrolysis of the dorsal subtalar joint with tarsal tunnel release. The outcome is considered resolved. The device remains implanted. No further information available.

Manufacturer narrative:
D10: 350-32-02 - tibial plate mb sz 2 rt, 350-42-13 -tibial insert mb sz 3 rt 7mm, 350-02-03e -talus -right- sz 3 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.